Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported during an implant procedure on (B)(6) 2021, the lead presented with failure to sense. High pacing impedance was also noted. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.